Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an unknown carto vizigo¿ 8.5f bi-directional guiding sheath and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was dislodged into the hub. The hemostatic valve itself was not broken. Blood return was not observed. The procedure was completed without patient consequence. The hemostatic valve separation issue is MDR reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 05-jul-2023. It was reported that the sheath was used on the patient. No treatment was required. The concomitant product section was updated as smartablate gen. Kit (japan) and japan lifeline co. (Jll) radiofrequency needle were provided. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. No picture available as well. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).